Event description:
Baxter canada reported "home patient disconnected in sleep" and reset with new supplies to complete treatment. Per canada, no patient injury or medical intervention was associated with this incident.